Event description:
Related MFR reports: 3006705815-2020-01337 and 3006705815-2020-01338. It was reported the patient's scs system was explanted. Reportedly, the patient was having trouble with bowels and it was decided to remove the scs system.